Event description:
This console was not on a pt. Customer reported that during routine console checkout, while attempting to lower the pressure from the maximum setting, turning the knob counter-clockwise was very difficult and the controller left drive pressure knob disengaged from the controller. The controller has been returned to syncardia for eval and a root cause investigation will be conducted. This failure mode did not pose a risk to a pt, because it occurred during routine console checkout and was not on a pt. In addition, this failure mode does not negate the ability of the console to continue to perform it's life-sustaining functions because the console has a redundant, backup controller.